Event description:
Bayer case number: (B)(4) lumbar pain [lumbar pain] , abdominal pain [abdominal pain] , shoulder tendonitis [shoulder tendinitis] , haemorrhagic periods [heavy periods] , insomnia [insomnia] , chronic fatigue [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") and abdominal pain ("abdominal pain") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced back pain (seriousness criterion medically important), abdominal pain (seriousness criterion intervention required), rotator cuff syndrome ("shoulder tendonitis"), heavy menstrual bleeding ("haemorrhagic periods"), insomnia ("insomnia") and fatigue ("chronic fatigue"). Essure was removed in 2017. The patient was treated with surgery (on (B)(6) 2017 salpingectomy and hysterectomy in 2022). At the time of the report, the back pain, abdominal pain, insomnia and fatigue had not resolved. The outcomes for rotator cuff syndrome and heavy menstrual bleeding were unknown. The reporter considered abdominal pain, back pain, fatigue, heavy menstrual bleeding, insomnia and rotator cuff syndrome to be related to essure administration. The reporter commented: period of occurrence: starting in 2014. Patient¿s current status: salpingectomy in (B)(6) 2017, then hysterectomy in 2022. The following symptoms currently remain: lumbar pain, abdominal pain, insomnia, chronic fatigue. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.